Event description:
It was reported that the patient presented for follow up. A device interrogation found several episodes of inappropriate automatic mode switch (ams) caused by over-sensed noise exhibited by the right atrial (ra) lead. The patient was scheduled for replacement and the lead was explanted. The patient was stable.